Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would come up with numbers then had to prime and had to set the time and date again when she changes battery. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.